Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that infective endocarditis occurred which required 6 weeks of antibiotics. The patient was hospitalized the whole duration of the antibiotics.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a melody valve experienced an infection of the melody valve post-implantation. The patient presented with pyrexia of unknown origin (puo). No treatment was reported.

Manufacturer narrative:
Eval code method and eval code conclusion product analysis: the valve remained implanted; therefore, it was not returned to medtronic for analysis. Additionally, no images of the implantation procedure were available for medtronic to review. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infections that occur between one and twelve months after the implant procedure are known as late-stage prosthetic valve endocarditis and are largely community acquired with pathogens that are more commonly associated with native valve endocarditis (1,2). The sterilization process used by medtronic has a microbicidal effect on a wide range of microorganisms including staphylococcus species; it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaeus atcc 9372 which is representative bioburden for the microbial flora found in medtronic¿s manufacturing-controlled environment. Therefore, it was unlikely the endocarditis originally came from the device and/or manufacturing valve process. Based on the limited information available, a conclusive root cause could not be determined. No new or unexpected device or therapy issue was identified; the event is foreseen, within expected severity, documented in risk management, and included in monitoring/trending. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. No other technical assessments were performed. (1) mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov.1, 2001 (2) karchmer aw: infective endocarditis. In libby p, bonow ro, mann d, et al (eds): braunswald's heart disease: a texbook of cardiovascular medicine, 8th ed. Philadelphia, elsevier, 2008, pp 1713-1733 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a melody valve experienced an infection of the melody valve post-implantation. The patient presented with pyrexia of unknown origin (puo). No treatment was reported. Additional information received indicated that infective endocarditis occurred which required 6 weeks of antibiotics. The patient was hospitalized the whole duration of the antibiotics. Additional information received indicated that an organism was not cultured but vegetation was present on the echocardiogram. As reported, there was no history of endocarditis or other factors that may have predisposed the patient to endocarditis.

Event description:
Additional information received indicated that an organism was not cultured but vegetation was present on the echocardiogram. As reported, there was no history of endocarditis or other factors that may have predisposed the patient to endocarditis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.